Event description:
Pt complains of arm pain. Chest x-ray ordered and shows disruption of catheter with distal portion "into the left bracheocephalic vein, superior vena cava and rt. Atrium. Pt initially on rehab and moved to ccu. Right heart cath with percutaneous removal of foreign body. Removal of fractured port a cath and replacement in or."